Event description:
Pt with pca for abdominal pain. Pump settings in am were: hydromorphone 0.2 mg/ml. 50 doses in the container to start with no basal dose, and demand dose of 0.2 mg. Lockout time 10 minutes, with 41.7 mg in the container. Later that evening, it was determined there was a discrepancy with the remaining amount in container vs. What pump indicated had been infused. Pump stated reservoir had 24.4 mg remaining after 0.4 mg given. Previously, in the am, there was 41.7 mg in the reservoir. So, there is a discrepancy of approximately 16 mg. Patient had made 10 attempts. Pump settings were verified. Pt had complained that she had not received adequate pain relief.